Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, the patient experienced a humeral fracture - posterior greater tuberosity. As a result, within the same year as initial replacement, the patient underwent excision of greater tuberosity and referral to (B)(6). No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 320-42-00 - 145-deg pe 42mm hum liner +0. 320-10-05 - equinoxe reverse tray adapter plate tray +5. 320-01-42 - equinoxe reverse 42mm glenosphere. 320-15-02 - rs glenoid plate sup aug, 10 deg. 320-15-05 - eq rev locking screw. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.